Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that a haptic was torn off the lens and stuck inside the cartridge and there was no visible damage to the cartridge. There was evidence of a clear surgical residue on both products. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was returned for evaluation.

Event description:
It was reported that the surgeon attempted to insert a 24.0 diopter aq2010v three piece silicone lens and the lens got stuck in the cartridge. There was no patient contact.